Event description:
It was reported that a patient had a loss of therapeutic effect and the patient¿s stimulation had been adjusted a lot. The patient¿s doctor had been following abell¿s programming algorithm as she was making changes to the patient¿s stimulation due to therapy issues. The patient had issues with chronic nausea and symptoms also included constipation. The patient appeared to have a full return of symptoms. The patient¿s doctor didn¿t remember when the symptoms of nausea got worse as the patient had been having chronic nausea for a while. The patient fell all the time and did have a ¿psych component¿ per their doctor. At the time of the report, the patient¿s impedances were in a normal range. Electrode pair 2-3 had an impedance of 554 ohms and the electrode pairs of 2-case and 3-case were both around 400 ohms. The last time impedances were checked, they were really high and had been high for several months. Impedances were 200 ohms higher than they had been. The patient¿s symptoms did get better a couple of months ago, but then got worse again when the impedances were higher. The patient had issues with chronic nausea and was hospitalized the day prior to the report for nausea. The device was currently programmed with 10 milliamps, 28 hertz, cycling with 3 on and 2 off, 3 negative and 2 positive. The patient was worse with higher impedance. A CT and x-ray had been done of the system and the leads looked fine. The implantable neurostimulator (ins) battery was okay, though it showed it was 81 percent used. The patient had the ins for less than a year, but this may be due to higher programmed settings being used. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).